Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump failed to power on despite placement on the charging pad showing a solid green indicator, consistent with premature battery discharge and a battery component problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed findings consistent with an energy storage system problem associated with the battery and premature discharge. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.